Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
Pt reported the protective rubber on the side of the infusion device is damaged and the button is non-functional. The infusion device was replaced and requested for eval. No physiological effects were reported and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.